Manufacturer narrative:
(B)(4). Three companion samples were submitted for evaluation. A visual examination was performed on the samples and found no abnormalities. The samples were then submitted for underwater pressure testing and no leaks were observed. The reported condition was not confirmed and no root cause was identified. A batch review could not be performed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received for evaluation. If the sample is received or additional information is obtained, a follow up report will be submitted.

Event description:
The customer reported to their baxter sales representative (bsr) that the 3-lead interlink system catheter extension set, product code 1c8755, lot number unknown, is separating. The separation is occurring between the tubing and the luer closest to the patient during use. The separation occurred right away. It involved infusions of hyperal and lipids and was connected via central line. A braun pump was used and the patient was a neonate. There was no patient injury or medical intervention necessary. No additional information is available.